Event description:
Device issue: stent migration. Time of device issue: during deployment. Adverse event: medical intervention required to snare stent. Onset of adverse event: during the procedure. It was reported that the lesion was 70-75% stenosed, so the lesion was treated first with a dilatation balloon and then a 2.75 x 18 mm xience v stent was deployed. The stent migrated during deployment, so the stent was removed with a snare device; however, some parts of the stent struts were crushed. The doctor finished the procedure with another 2.75 x 18 mm xience v stent. There was no effect on the patient. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete.